Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that the blood glucose was 584 mg/dl. Customer stated that difference in value between sensor glucose and blood glucose was 514. Auto mode feature was unknown. Customer stated that insulin delivery was not suspended due to sensor glucose and blood glucose difference. Customer reported that the insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set, ozo-mmt-7020a-snsr.